Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Literature article entitled, " patellotibial fusion for patellar tendon rupture after total knee arthroplasty." Literature article "patellotibial fusion for patellar tendon rupture after total knee arthroplasty" (1988) by jake w. Kempenaar et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report a case study that involves the use of a patellotibial fusion to reestablish the extensor mechanism after patellar rupture in a patient with a tka. The article reports: a (B)(6) female with a history of acromegalic gigantism was the focus of this case study. She developed osteoarthritis secondary to her gigantism at the age of (B)(6). She underwent tka in both knees. After multiple complications (infection and patellar tendon rupture secondary to infection) with this initial implant (manufacturer unknown) she was revised to a depuy tciii constrained prosthesis. The patellar tendon reruptured after a fall shortly after this revision surgery. A patellotibial fusion surgery was performed and at six month follow up the patient is asymptomatic and pleased with her current level of function. Cement usage was not mentioned within the article. Patella resurfacing is likewise not mentioned within this article. Depuy products involved: tcii knee system. Complications: tendon injury (1), surgical intervention (1).